Event description:
The customer reported that the 9900 system had a motion sensor error during a case. The procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.